Manufacturer narrative:
Patient indicated cartridges have been discarded; therefore, lot number was unable to be confirmed.

Event description:
Received information stating patient experienced high bg's.